Event description:
It was reported that an ilet pump with serial number (B)(6) exhibited a power and user-interface malfunction in which the sleep/wake button was unresponsive unless the device was on the charging pad, and the pump powered off when removed from the pad before restarting upon re-placement, as confirmed by a video and standard troubleshooting and education. Symptoms included no adverse clinical effects and no alerts or alarms. Outcomes included the decision to replace the device and instructions to shut down the pump, sync data to the mobile app, continue cgm use, and return the device. Investigation included remote assessment and verification of device behavior through user-provided video. Investigation of this case revealed a suspected hardware failure affecting the power management and sleep/wake control interface. It was concluded, based on previously established findings for similar reports, that the cause was a device component malfunction.